Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of device data in the remote home monitoring system noted that pacing impedance measurements post activation of the lss to unipolar configuration were stable at 500 ohms. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. The programmed configuration was left in unipolar configuration and the physician will continue monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.